Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer reported a blank implantable neurostimulator recharger (insr) screen. The patient was unable to turn it on or off and now it had a blank screen. The recharger was no longer working and his other devices were no longer working either now. On (B)(6) 2016, the implantable neurostimulator (ins) quit working because he had not been able to recharge his device. After his ins stopped working his back pain returned. Until the patient was incarcerated he never had issues with his device. They did not know what they would do to get it working again. The ins in his right hip was not giving him anything and there was no stimulation when the patient tried to push the button to turn it on. Everything was totally dead. When the patient tried to use the belt, it did not charge his ins. His first problem started with the device when the patient was incarcerated and the insr would take a charge but would not shut down. The insr was plugged into the power source and it charged. The insr was charging up when plugged in and had a green light on the desktop charger, but it was only flashing 1/4 full. The white arrows were matched up and the connector pin did not appear loose or be nt. Then the patient tried to recharge during the call and got a blank insr. A hard reset was performed on the insr and it was tried again. The patient got a reposition antenna screen after repositioning the antenna a few times. The patient was in pain and needed to turn the stimulation on. Trying a new outlet did not resolve the issue. The connector pin was not loose or broken. The patient stated he needed to change the aaa batteries in his programmer. The patient used his patient programmer and it connected and it showed the icon that the patient needed to charge up his ins. There was a return of baseline pain because the patient had not been able to use his ins because it needed to be charged up. The patient had no stimulation since (B)(6) 2015 and he last recharged his ins sometime between (B)(6) 2015. There was no charge in the insr. The desktop charger seemed fine, but the patient just got out of jail and was really frustrated to both a desktop charger and insr were sent to the patient. Relevant medical history included failed back surgery syndrome and spinal pain.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Analysis if the recharger (serial # (B)(4)) found broken connector pins for the recharge antenna on the recharge board.